Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found full breach outer insulation degradation exposing the outer coil locate adjacent to the connector boot. Electrical testing found internal shorts between conductors due to the damaged inner insulation consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.